Manufacturer narrative:
As the product involved was not available for testing at the time of the initial report, the test results were supplemented in this report. Furthermore, the serial number of the product involved was corrected (d4), as the serial number of the product's torque screw (removable component) used with the skull clamp was known at the time of the initial report. Production date of the product was corrected (f9). As no deviations were found and the product sent in complies with the specification, no causal link can be established between the product in question and the incident described. Our experience is, that pinning technique can contribute to a loss of pressure and/or slippages. In this context, we refer the user to our corresponding recommendations in the instruction manual (secure the patient's head to the skull clamp): "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."

Manufacturer narrative:
The product allegedly involved in the reported incident has not yet been sent to the manufacturer for investigation. The product and additional information regarding the reported incident have been requested. As new information is received, it will be presented in a follow-up report.

Event description:
Distributor informed us on february 22 that one of our products was invovled in a procedure in which the treated patient sustained a laceration.